Event description:
It was reported that during interrogation, the pulse generator displayed an error message. The device was successfully re-interrogated with the wand flipped upside down.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.